Event description:
It was reported that the dr had difficulty when trying to deploy a vena cava filter. The arms came out, but the feet were hooked on the spline. The vena cava filter was deployed after the dr cut a hole in the sheath and used a wire to help push the filter out of the delivery system. No pt injury noted.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample was discarded by the user facility. Based on the info rec'd, the results are inconclusive and the root cause of the event is unk. The info for use for this device states: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.